Event description:
It was reported that since implant, the patient felt a ¿beating sensation¿ in his testicles 6 times every minute. It was stated that the sensation was annoying and the implantable neurostimulator (ins) was not functioning, so it was removed 3 to 4 years ago.

Manufacturer narrative:
Product ID 3093-28 lot# v250970, implanted: 2009 (B)(6); product type lead. (B)(4).